Event description:
Boston scientific received information that this right ventricular (rv) lead had a high out of range shock impedance measurement. Boston scientific technical services was contacted to troubleshoot this issue. No adverse patient effects were reported.

Event description:
Additional information was later received that the impedance issue was actually due to a device issue, not a lead issue. No additional information or adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.